Event description:
"S/p b subglandular infra 75cc dc gels for augmentation (involutional ptosis-mild). Pt reports increased firmness r>l x yrs with increased local pain, l>r. No history of trauma or known decreased size. Pt also developed systemic sx's, including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturbances, headaches, hair loss, rashes, sens. Sun/chem, sob/asthma, hypertension, cholesterol increased, wgt gain, allergies, pulsatile l tinnitis. Pt otherwise healthy."